Event description:
It was reported the patient underwent an external fixation on (B)(6) 2014 to treat a right distal fracture that occurred on (B)(6) 2014. On (B)(6) 2014 the patient returned to the operating room to have the external fixation removed and a plate implanted. It was reported the bone healed; however, the patient began having symptoms of discomfort due to the plate. It was confirmed that plate and all screws were intact. Reportedly, on (B)(6) 2015 the patient returned to the operating room to have the hardware removed. The procedure was successfully completed, no patient harm reported. There was no surgical delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.